Event description:
It was reported that during the implant procedure, the atrial lead helix would not retract. The lead was not implanted and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant, the analyst noted that the distortion of the distal conductor within the is-a connector prevents the helix from extending/retracting. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).